Event description:
It was reported that a homechoice device experienced a system error 2267 alarm. It was not reported if patient was connected at the time of the alarm. It was not reported when the alarm occurred and how it was resolved. It was not reported how the patient would complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.